Manufacturer narrative:
Analysis of the suspected lead has not yet been concluded. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this right atrial (ra) lead exhibited low out of range pacing impedance measurements were noted. As a result, lead safety switch (lss) was triggered. Further testing was performed, and noise oversensing was also found. This ra lead was explanted and successfully replaced. Other than the procedure, no additional adverse patient effects were reported. At this time, this time, this ra lead was already returned to boston scientific, but further analysis has not yet been concluded.

Manufacturer narrative:
The returned lead was analyzed. Visual inspection of the lead noted both the internal and the external insulation was abraded through to the conductor coil. Microscopic evaluation indicated that the insulation damage was caused by localized compressive stress on the insulation surface. Due to the location and the type of damage exhibited, it was concluded that the damage was caused by lead entrapment in the clavicle/first-rib region. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this right atrial (ra) lead exhibited low out of range pacing impedance measurements were noted. As a result, lead safety switch (lss) was triggered. Further testing was performed, and noise oversensing was also found. This ra lead was explanted and successfully replaced. Other than the procedure, no additional adverse patient effects were reported. At this time, this time, this ra lead was already returned to boston scientific.